Event description:
It was reported that during a CABG procedure, the 4-40 stud was broken. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.